Manufacturer narrative:
E1: initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusor underinfused medication to the patient. The devices were filled with flucloxacillin 12000mg in 230ml sodium chloride 0.9%. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction was made to h4: device manufacture date: the device was manufactured from july 06, 2022 - july 07, 2022 (previously submitted as 07/05/2022). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.